Event description:
On 9/20/2000, co learned that the quantity of blood that was lost through the graft was 10mls over a period of approximately 2 minutes. In addition, the patch was confirmed to have been left in.

Event description:
The physician claims that the fabric was implanted for a left-sided endarterectomy and leaked blood from its suture line when the clamps were released. The exact quantity of blood lost through the fabric is unknown at this time. The leakage was controlled with gel-seal and pressure. There was no injury or complication to the pt. The clinical outcome was good [eventually]. The pt's condition is fine. Note: based upon the complaint description info received, the fabric appears, at this time, to have been left in.